Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple suspected inappropriate shocks for suspected atrial fibrillation (af) with rapid ventricular response (rvr). It was noted the cardiac resynchronization therapy defibrillator (crt-d) classified the rhythm as ventricular tachycardia (vt) and ventricular fibrillation (vf) and delivered tachyarrhythmia therapy on two separate occasions. The crt-d remains in use. No further patient complications have been reported as a result of this event.